Manufacturer narrative:
The insulin pump passed displacement and active current measurement tests; it failed sleep current measurement test. There were no traces of previous moisture presence or corrosion on the boards inside the unit. After swapping the boards into another case and then swapping a known good pcb2 onto pcb1, the sleep current measurement dropped to within range; therefore, the high sleep current measurement seems to be isolated to pcb2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery issue. Customer¿s blood glucose level was 4.8 mmol/l. Customer stated that the battery lasts only one day, 5 days in a row. Battery cap was fine. The insulin pump will be returned for analysis.